Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the surgeon noticed melting on the shaft of the device after its use in the procedure. The case was finished when it was noticed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A burnt area on the shaft of the device was burnt. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when device is improperly handled where the shaft of the device contacts the uninsulated portion of an energized cautery device or conductive material. Damage to the shaft may compromise jaw actuation. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.